Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: (B)(4) actual samples without packaging and (B)(4) representative samples in closed packaging were returned for investigation. Actual samples: the actual samples were subjected to visual inspection. Thread-like fm was observed on the catheter of sample 2. No abnormalities were observed on all representative samples. Sample 1, sample 2, abnormalities observed on actual samples. Thread-like fm, the thread-like fm was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the thread-like fm matched the spectrum of cellulose. Cannula pierced through catheter. Thread-like fm was observed on the catheter of sample 2. No abnormalities were observed on all representative samples. Root cause: cellulose. Cellulose is commonly used in paper and fabric industry. Upon further investigation, the thread-like fm could have been transferred from the manufacturing environment during handling or the assembly process. Job aid for housekeeping standard in insyte assembly and packaging process had been established. A communication will be conducted to all manufacturing associates to raise awareness on the nonconformance, proper gmp and housekeeping procedures. Hence, the root cause of the nonconformance could not be determined. The trend of the nonconformance will be monitored. DHR review: no quality notification was raised for similar nonconformance during the production of this batch. Manufacturing review: no abnormality was observed on the records.

Event description:
It was reported that foreign matter was found on the tip of the bd angiocath¿ plus IV catheter. There was no report of injury or medical intervention.